Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a hospital admission occurred due to a driveline infection. Irrigation and debridement were performed on (B)(6) 2026, and full velour irrigation with biofilm application was completed from the right abdominal exit site to the top of the velour. The patient underwent exploration and clearance with externalization of the driveline, along with excisional debridement of soft tissue and adjacent tissue transfer of the trunk. No driveline communication fault alarms were reported or detected during interrogation with the heartmate touch system. The treatment goal was to relocate the driveline exit site from the right abdomen to the left side to help mitigate the infection. It was further reported that the torn rubber coating of the driveline had been removed from the bend in the driveline to the bend relief before the modular inline connector, and rescue tape had been applied over the exposed roping covering the wires. A review of the log file was performed. The event log file captured low flow alarm events on 30jun2026, during which the estimated flow fluctuated below the 2.0 lpm threshold. These events occurred when the pulsatility index (pi) was elevated. Most events were brief and did not persist long enough to trigger alarms. No unusual rotor faults, pump temperature abnormalities, or other pump related faults were identified in the event log file. During these events, estimated flow ranged from 1.3 to 1.9 lpm, while pi ranged from 12.1 to 13.5. Despite the reported driveline damage, no electrical conductor issues were identified in the event log file. The tear in the driveline cable outer jacket was assessed as cosmetic only, and application of rescue tape to the damaged outer jacket was recommended. No notable alarm conditions or parameter changes were observed. Based on the available log file data, the mcs equipment was determined to have been operating as intended both electronically and mechanically. It was later communicated that the event was considered to be therapy related rather than device related. Following the procedure, the patient experienced hypovolemia and rebound hypertension, which were identified as the causes of the event and associated alarms. Troubleshooting and treatment included verification of arterial line function and medication adjustments to address the hemodynamic changes. The event subsequently resolved.